Event description:
It was reported that air embolism and arrhythmia occurred. An opticross hd was selected for percutaneous coronary intervention (pci). The catheter was more difficult to flush than usual. During the procedure, there were repeated image losses, ranging from greying to complete blackout were observed. Although the image remained intermittently visible, it was consistently weak. Despite appropriate flushing, persistent air bubbles were present, resulting in air embolism and subsequent arrhythmias that required treated with medication. The procedure was successfully completed, there was no further patient complications reported, and the patient was fully recovered.